Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown 36 +0 metal head was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a right total hip arthroplasty with a cementless cup and an accolade stem with a head neck disassociation since I was able to see an x-ray showing the pathology. I cannot confirm the revision since I have no supporting documentation. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnionosis with head neck disassociation or multifactorial including surgical technique, especially in the way that the head and trunnion are prepared prior to final insertion, patient factors including activity level, lifestyle and bmi, as well as implant factors. In this case, the acetabular component could be excessively anteverted which could lead to impingement, which then could lead to trunnionosis. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's right hip was revised due to trunnionosis and head dissociation. A review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a right total hip arthroplasty with a cementless cup and an accolade stem with a head neck disassociation since I was able to see an x-ray showing the pathology. I cannot confirm the revision since I have no supporting documentation. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnionosis with head neck disassociation or multifactorial including surgical technique, especially in the way that the head and trunnion are prepared prior to final insertion, patient factors including activity level, lifestyle and bmi, as well as implant factors. In this case, the acetabular component could be excessively anteverted which could lead to impingement, which then could lead to trunnionosis. Root cause: the root cause for the revision was disassociation of a head from a stem and metallosis/trunnion wear. The reason for the metallosis/trunnion wear cannot be determined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: the patient's right hip was revised due to trunnionosis and head dissociation. Intra-operatively, moderate black tissue was observed, and the trunnion damaged the liner. Rep provided an x-ray and confirmed that no further information will be released by the hospital or surgeon.